Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient additionally experienced decreased battery life prior to revision surgery. The external visual inspection revealed tool damage in the silicone overmold on the top cover and abrasions on the bottom cover. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. System lock was intermittent over a period of time. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed silver migration across the electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on the assessment of the residual gas analysis and the dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. An internal corrective action has been implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing revealed inconclusive results. Revision surgery is scheduled.